Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-13668, related manufacturer reference number:2017865-2020-13669. It was reported that the patient presented with an infection. The entire system was explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.